Event description:
It was reported that the patients pocket site had opened up. It was noted that the patient had been soaking in hot tub. The physician decided to explant the implantable pulse generator (ipg). There were no reported complications postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.